Manufacturer narrative:
Date received by manufacturer: supplemental report #1 inadvertently had the incorrect date provided. Supplemental report #1 should have had 11/11/2016 as the date.

Event description:
On a patient's referral for vns replacement, a mention of tolerability issues from (B)(6) 2015 was found. Further follow-up with the patient's current treating nurse practitioner identified that the tolerability issues were vocal cord paralysis. The patient had vocal cord paralysis and her device was then programmed off in an attempt to alleviate the symptoms. After the device was programmed off, her voice began getting better. Diagnostics throughout the device history were all within normal limits. X-rays were provided to the manufacturer for review. The insertion of the connector pins was difficult to assess due to the quality and angle of the chest images. The generator seemed normally placed in the left chest, and the generator feedthru wires appeared fully intact. The lead showed a strain relief bend was placed after the electrodes, but no strain relief loop was present. Two tie-downs were visualized, but they were not placed per labeling as there was no strain relief loop present. It was difficult to assess if a third tie-down was present. Additionally, the tie-downs appeared superficial to the neck. A small portion of the lead was found routing behind the generator and could not be assessed. Additionally, due to the quality of the image, the lead wires at the connector pin could not be assessed. There were neither sharp angles nor gross lead fractures identified in the x-ray images provided. No further relevant information has been received to date.

Event description:
The patient later reported that she felt like she did fine after implant, but that the voice issues began when she was first programmed on to receive stimulation. Follow-up with the patient's treating neurologist indicated that he believed the patient's voice issues were related to the initial implant. The patient's voice issues were not completely alleviated by the device being programmed off. The patient's treating physician believed that there was possible laryngeal issues due to the original surgical procedure, which caused the vocal cord issues.